Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found foreign matter in the saline of the bd posiflush¿ pre-filled saline syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
A photo and a sample were received in the columbus plant for evaluation. From the photo it is not clear the foreign matter. A physical sample was received in the columbus plant for evaluation. The barrel label confirms the lot# 7051641. The visual inspections verifies a foreign matter in the saline solution. The plunger rod- rubber stopper was taken out of the barrel, and a piece of plastic was removed. This is a piece of a plastic that has the barrel flange and about 1/8¿ of a barrel wall. Part of the barrel flange is bent towards the barrel wall; the section belonging to a barrel wall has irregular shape and shows indentions. The actual syringe has no damages in any area. Most probable root cause is that this piece of plastic could have fallen into the syringe at the fill machine; possible a jam happened, damaging a barrel and this piece of plastic flew falling into this syringe. There was no documentation of issues for the complaint of batch 7051641 during this production run. The piece of plastic could have fallen into the syringe at the fill machine; possible a jam happened, damaging a barrel and this piece of plastic flew falling into this syringe.